Event description:
It was reported that one day post implant, data from a holter showed undersensing of premature ventricular contractions (pvcs). Sensing assurance was turned off and sensitivity was adjusted. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).